Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' husband reported via phone call that customer was experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer was treated with glucose tablet. Customer reported that the insulin pump alarmed compromised force sensor system and drive support cap was flush. The customer declined troubleshoot for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.